Event description:
The healthcare worker occasionally experiences the taste of cidex opa in her mouth, a stinging sensation of the nose and throat, nasal discharge, chest discomfort, tightness, wheezing, coughing and difficulty breathing at work where cidex opa is used in conjunction with an aer. The symptoms only occur while at work and medical attention was not sought. The worker has worked with glutaraldehyde in the past, and has a history of allergies to environmental factors, iodine, penicillin, sulfa, cipro, and celebrex. Although, the worker does not experience the symptoms every day at work, a casual relationship between exposure to cidex opa and her occasional symptoms cannot be ruled out.